Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 no pressure change when expected) occurred with multiple cartridges. The customer's blood glucose level ranged from 300 to 400 mg/dl with ketones. The customer administered manual injections. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation was unable to be completed as no used cartridges were returned with the device.